Event description:
Clinical engineering was notified that risk management received(on 11/7/05) a voluntary medical device recall for the gambro prisma sets (tubing)dated october 24, 2005. The notice said to check for defective lot numbers of sets (tubing). I found one defective lot of sets, completed the gambro reply form. I have received the replacement sets and returned the defective lot of sets.